Event description:
Caller reported compact plus system blood glucose results 1.0 mmol/l, 8.7 mmol/l, 12.3 mmol/l within 10 minutes. Caller reported a separate comparison on the same system of 12.2 mmol/l and 1.3 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.